Manufacturer narrative:
Device description reported as unknown rejuvenate neck. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Notice was received through counsel, as a result of a legal claim, that the patient had received the stryker rejuvenate hip replacement system.

Manufacturer narrative:
An event regarding defective stryker rejuvenate hip involving an unknown rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Review of device history records could not be performed as the reported device was not properly identified.: a search of the super and chs complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported defective stryker rejuvenate hip is considered to be under the scope of this recall. No further investigation is required.

Event description:
Notice was received through counsel, as a result of a legal claim, that the patient had received the stryker rejuvenate hip replacement system.